Event description:
A nurse reported that following intraocular lens (iol) implant procedures, three surgeons in the group were observing a growth on the anterior surface of the iol, which she called phimosis, in an unk number of pts. In some cases, the growth was visually significant and required a yag laser treatment. In other cases, the growth was not visually significant. No pt identifiers were provided. For this surgeon, it is unclear if any of the pt's phimosis had visual significance or if a yag laser was performed. Add'l info has been requested. There are three medical device reports associated with this event. This report is for dr. (B)(6)'s pts.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested on 11/11/2011, 11/14/2011 and 11/28/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).